Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A (B)(6) distributor contacted zoll to report that a patient developed itching under the rear therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed betagalen 0.1% lotion. Follow up indicated that the lotion is helping with the skin irritation.